Event description:
Reporter indicated that vns patient was hospitalized on three occasions during the past month due to episodes of status epilepticus. It was reported that during these episodes, the patient experienced continual seizures above pre-vns baseline frequency. Device diagnostic testing was reportedly within normal limits, indicating proper device function. It is not known whether the patient has a pre-vns history of status epilepticus. Report is incomplete, because no response has been received to manufacturer's requests for additional information from treating neurologist (via fax x2).